Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was faulty. A field service engineer removed faulty pocket successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had failed cubie pocket. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.